Event description:
It was reported the customer had a partial display on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test. No missing segments or partial display was noted. The insulin pump was received with a cracked reservoir tube lip, broken belt clip slot, and minor scratches and wearing on the display window.